Event description:
It was reported that this right ventricular (rv) lead was not implanted successfully due to unknown product performance anomaly and a new lead was placed. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was not implanted successfully due to unknown product performance anomaly and a new lead was placed. No adverse patient effects were reported. Additional information indicated that this rv lead was not implanted successfully due to difficult anatomy and the helix would not retract which ended up straightening.

Manufacturer narrative:
This supplemental report was created to capture additional information. There is no allegation with the lead or patient complications. This does not meet reportable criteria.